Manufacturer narrative:
The autopulse platform (s/n: (B)(4)) was returned for evaluation. The customer reported complaint for the platform displaying "system error, out of service, revert to manual CPR" was confirmed during functional testing. The root cause was found to be due to defective processor board. The processor board was replaced to remedy the fault. During visual inspection, broken head restraint wire, cracked top cover and front enclosure were noted. Missing battery lock and damaged lcd display head were also found. The autopulse platform is a reusable device and was manufactured on 06/26/2008. Therefore, this type of physical damage is characteristic of normal wear and tear for the life of the device. The archive could not be downloaded. The platform failed the initial functional testing due to the "system error, out of service, revert to manual CPR" displayed when the platform was powered on. An additional repair and update was completed (unrelated to the reported complaint) to ensure that the autopulse platform is functional without issue. The front enclosure, top cover, head restraint wire, battery lock, lcd display head, power distribution board (pdb) and the clutch plate were replaced. The autopulse platform has been in use beyond its serviceable life expectancy. The platform has passed the run-in and final functional test. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of related complaints for autopulse sn (B)(4)..

Event description:
It was reported that during shift check, the autopulse platform (B)(4) displayed "system error, out of service, revert to manual CPR". No patient involvement was reported.